Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator appeared to exhibit intermittent loss of atrial capture on the electrogram. When checked in clinic, capture threshold was consistent at 0.75 v. The device oversensed events when the patient inhaled, as seen on several freeze captures. The pulse generator was explanted and replaced.